Event description:
It was reported that the device flange detect switch was broken. There was no patient involvement.

Manufacturer narrative:
Annex b: b21; annex c: c21; annex d: d16. Annex b: b01; annex c: c07; annex d: d02. Investigation summary: field technician stated issue of failed binary switches, flange detect out fail, broken flange detect switch were confirmed. On 12-aug-2024, pcu was received unboxed and with paperwork. Syr when attached to lab pcu failed asm testing. Binary switches test failed at flange detect out. Device to be returned to san diego repair center for processing. Spring flag leaf changed during the failure investigation solved the problem. Syr unit was fixed by the investigator in ops lab. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device flange detect switch was broken. There was no patient involvement.

Event description:
It was reported that the device flange detect switch was broken. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c07 annex d: d02 additional information: annex c: c16 annex d: d03 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed binary switches, flange detect out fail, broken flange detect switch were confirmed. ¿ on 12-aug-2024, pcu was received unboxed and with paperwork. ¿ syr when attached to lab pcu failed asm testing. ¿ binary switches test failed at flange detect out. ¿ device to be returned to san diego repair center for processing. ¿ spring flag leaf changed during the failure investigation solved the problem. ¿ syr unit was fixed by the investigator in ops lab. ¿ failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.